Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer. The referenced device was returned to the service center for evaluation. The reported event was confirmed as a visual inspection found the teflon pad was severely worn, melted, split on the side, and lifted up exposing metal beneath. There are some tiny missing fragments at mid-section of the teflon pad, and not returned. Biomaterial debris was observed on the distal end. Additionally, there are charred marks on the probe and the jaw, but the probe is still intact and the jaw¿s gold insulation has no peeling. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The likely cause of the reported event was due to: 1. Due to performing output while grasping nothing (including the case the user kept activating after cutting tissue), the distal end of the tissue pad was peeled away. 2. The peeled tissue pad was falling off because the pad added pulling load. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Complaints of this nature will continue to be monitored and trended per olympus procedures.

Manufacturer narrative:
The has not been returned for evaluation; therefore, the root cause of the reported malfunction cannot be determined at this time, however, the investigation is ongoing. If additional information becomes available this report will be supplemented accordingly.

Event description:
During a liver resection procedure, the teflon coating on the upper jaw of the thunderbeat handpiece reportedly "peeled away and fell into the patient. The teflon fragment was recovered from the patient. No patient death, injury or infection was reported.